Event description:
After changing contact lens from acuvue advanced for astigmatism to acuvue oasys, I experienced a severe reaction in my left eye. I developed a red ring around the brown pigment and it developed into a corneal ulcer as diagnosed by my ophthalmologist. After using steroid and antibiotic drops, the eye cleared and I was clear to use contacts again. I opened a new set of lenses and wore them for 8 hours. At the end of this period, I again, had a red ring around my left eye; the entire eye was red and developed a red ring around my right eye. I conducted a (B)(6) search and found evidence of other people having this same reaction. Dates of use: (B)(6) 2011 - (B)(6) 2011, 8 hours. Event reappeared after reintroduction: yes.